Event description:
The haptic of the lens was found broken upon opening the lens carrier.

Manufacturer narrative:
This medwatch was completed by the manufacturer. Device component failure: lens haptic